Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device cuff was broken. The customer indicated that there was patient involvement but no harm.

Manufacturer narrative:
New information received which needed to create a new record for this event. This report 2936999-2019-00100 will be reported under MFR report number: 2936999-2019-00463. Any additional information received in the future will be captured and submitted under the report number 936999-2019-00463. If information is provided in the future, a supplemental report will be issued.